Event description:
Information was received indicating that a smiths medical tracheostomy tube had a leak in it. This was found during intubation and the cuff was checked before the procedure. The user had to overinflate the cuff. The patient had 76% o2 saturation leading to respiratory distress. There were no other reported adverse events.